Manufacturer narrative:
The insulin pump was received with blank display due to corroded on lcd board and motherboard. Analysis was unable to verify the missing segments and unexpected off no power due to blank display. No audio beep anomaly noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump screen was flickering on and off. The customer also reported that there was blotchiness and vertical lines occurring on the screen. The customer's blood glucose was 124 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to sweat. The customer stated that they were unable to read the screen. The customer mentioned that there were rainbow colors occurring on the screen as well. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.